Event description:
The hospital reported an adverse event during a stenting procedure in the brain. This event was originally reported on a different device (stent) in manufacturer report #6000078-2006-00010. The device in this report was incorrectly identified; the proper stent used was a 4x30mm stent. New information received indicated that the event was caused by "thalamic and subarachnoid hemorrhage due to wire perforation", not by the stent, as this device was used successfully without issue (the physician stated "I don't think a structural problem with the stent or stent failure was the primary cause of the event"). As a result, the complaint on the guidewire was closed with no further reporting required. The hospital reported that during the stenting procedure, a thalamic hemorrhage attributed to perforation of the posterior cerebral artery by the device in question (guidewire) occurred. In the stenting procedure, the stent had been successfully placed over the midbasilar artery through the aneurysm neck to the left posterior cerebral artery. At completion of this maneuver, the stent delivery system was removed. However, the device in question appeared to remain fixed. Attempts to back out the subject device with gentle intermittent traction failed. The physician interpreted this as a possible posterior cerebral artery dissection or vessel perforation. In an effort to preserve access to the posterior cerebral artery and to the possible perforation site, the exchange of an echelon 10 straight microcatheter (non-bsc product) over the device in question wire was attempted. However, this was incomplete, in that the microcatheter did not transverse all the way to the end of the subject device. While attempting to remove the microcatheter, the device in question came back. The patient immediately became hypertensive and bradycardiac. A follow up angiogram confirmed extravasation. To mitigate the bleeding, stat platelets and protamine were given and a hyperform 4x7 mm balloon (non-bsc product) inflated for 8 to 10 minutes was placed in the left posterior communicating artery. At the same time, a ventriculostomy (opening) performed to monitor and treat elevated intracranial pressure. Although there were no apparent complications from the ventriculostomy procedure itself, immediately following the ventriculostomy, the patient exhibited high intracranial pressures. A vertebral and carotid artery angiography demonstrated intracranial flow. Since it was presumed that a pseudo aneurysm was present due to a suspected perforation and an angiogram demonstrating collateral flow to the distal posterior cerebral artery, coiling was attempted to stop blood flow to the pseudo aneurysm. This was accessed via the left internal carotid artery, the left posterior communicating artery, and into the direct location of the posterior cerebral artery perforation. A post procedure, left vertebral and left internal carotid artery angiography demonstrated no further filling of pseudo aneurysm or extravasation. Intracranial pressures ranged from 8-22 cm during these maneuvers. The patient was transferred to the neuro intensive care unit and was hemodynamically stable. Patient condition: a neurological exam performed upon the patient emerging post anesthesia revealed the left pupil 5 mm sluggishly reactive and the right pupil 4 mm reactive. There was localized or brisk withdrawal from pain on the left side and flexion and the right. Sensory evoked potentials (sep) and brainstem auditory evoked response (bser) returned to baseline as they were lost transiently following the perforation. Electroencephalography (eeg) returned to normal on the right, but not on the left. The neurologist determined that there was only subcortical signal on the left. A CT scan was performed immediately post operative which demonstrated a clot in the region of p3 segment with thalamic hemorrhage and subarachnoid and intraventricular hemorrhage with extravasated dye. During the first post procedure night, a triple-lumen subclavian access was placed with complications of a pneumothrorax. Chest tubes were placed, the lungs expanded and the follow up chest x-ray revealed the pneumothrorax resolved. One day post procedure, a repeat head CT revealed interval minimal worsening of the hemorrhage. The patient exhibited only decerebrate posturing to stimulation and complete inability to follow commands. Two days post procedure, the patient exhibited no neurological signs of improvement and consideration was given to withdrawal of respiratory support. After extubation, the patient was pronounced dead at 11:03 a.m. In 2005. The family declined autopsy.

Manufacturer narrative:
The device in question was not returned to the manufacturer for evaluation. The lot/batch number of the device in question is unknown. The model/catalog number is unmatched in our system. Follow up requests have been sent for this information. This event was originally reported in MFR rpt #6000078-2006-00010. The device evaluation consisted of a device history record (DHR) review and similar complaints review. Because the lot/batch number is unknown, a shipment history report was performed for all batches sold to this customer in the past 3 years; results identified no potential lots for the reported product. The similar complaints review determined the rate of occurrence for vessel perforation and wire stuck in catheter based on 15 months of complaint data. The data showed that the rate of occurrence is within the design failure mode and effects analysis anticipated failure rate;there is no upwards trend in the complaint rate associated with this failure mode. Based on the information known at this time, boston scientific acknowledges the occurence of a patient complication. Boston scientific cannot conclusively determine the cause of the user's experience. If the device in question is returned and further significant information is found, a supplemental report will follow.